Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. The field service engineer (fse) replaced the fan tray and dc module and returned the system to us in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system onsite and confirmed that the system did not power up correctly, showing no power to the stand and table and displaying an error message stating 'x-ray not possible. Contact technical support.' Rse analyzed the log files, which showed multiple subsystem errors, including the collimator, detector, ui devices, and generator. Multiple parts were failing simultaneously, including the sibbox, uis, collimator, fdc, and detector. The philips field service engineer (fse) examined the system on-site and determined that the issue was caused by a defective pdu fan tray and ny-16 board in the m-cabinet. The defective parts were returned to philips for failure analysis. The cause of the failure of the power distribution unit (pdu) direct current (dc) module could not be conclusively determined, whereas the cause of the failure of the pdu fan tray and direct current power supply (dcps) was found to be a defective power supply unit. To resolve the issue, the fse replaced the pdu fan tray and dcps and the pdu dc module. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.